Event description:
It was reported the patient's ipg will not communicate with external devices due to lack of charging. The patient reported she underwent surgery for a back fusion and has not rely on the scs system for the pain control. She inquired in regards to remaining implanted with the system, she was advised that it would be okay. The patient does not plan to take any intervention at this time.

Manufacturer narrative:
A 1627487-12192011-003-r, 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.